Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. During functional testing on gen11, the instrument error screen was received and when tested on the gen04, error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a gastric bypass procedure, the blade of the device came off. The device was used for fifteen minutes when a "tighten instrument" code occurred on new generator. The tech tightened the device and was used for another fifteen minutes when "pressure" code came up. The tech activated the device outside of the patient where the blade fell off. No force able handling of the device was noted. The instrument did not come in to contact with metal directly. The seventh firing using the ple60a was used across the bowel. The entire row of the staple line, distal to cut line, was not formed. The surgeon had to over sew the entire staple line due to bleeding. There were no patient consequences. Case completed with another device of the same product code.